Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown guide wire. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, a cannulated stepped drill bit broke upon retrieving a guide wire stuck into the device. There were three fragments retrieved from femur head with a grasper after cannulated stepped drill bit broke on bent guide wire. It is unknown if there was a surgical delay. Patient and surgical outcome was not reported. This report is for an unknown guide wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during orthopedic procedure on (B)(6) 2018, a cannulated stepped drill bit broke upon retrieving a guide wire stuck into the device. The drill bit did not break inside the patient. There were (three) 3 fragments retrieved with grasper from femur head after cannulated stepped drill bit broke on bent guide wire. It is unknown if there was a surgical delay. There was no patient consequence reported. Patient and surgical outcome was not reported.